Event description:
Boston scientific received information from the local representative that this patient was presented back to the electrophysiology (ep) on (B)(6) 2018. According to the local representative, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was electively explanted due to patient condition. The patient had developed a slow ventricular tachycardia (vt). The physician elected to implant a transvenous dual chamber implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical specialist contacted boston scientific's technical services. The field clinical specialist that the physician was planning to turn the device's smartpass feature on. The patient received inappropriate shock therapies due to t-wave oversensing. The true tachycardia rate was 170-180 bpm associated with small signal amplitudes. Inappropriate shock delivery converted the arrhythmia. Additionally, there was an untreated event that occurred four minutes prior to inappropriate shock delivery. The device's sense vector was reprogrammed to secondary and smartpass was enabled. The overall signal amplitude was larger in secondary when reviewing the s-ecgs. An x-ray showed that the electrode was pulled straight down toward the xiphoid. The device's tachycardia mode was programmed off. The following day, the patient was presented back to the electrophysiology laboratory and the electrode was repositioned. The physician had utilized a 2-incision technique at the time of the implant procedure. The physician did an additional sternal notch incision to suture the tip of the lead in position. Defibrillation threshold testing was successfully performed. The post-shock impedance measurement was 74 ohms.